Manufacturer narrative:
Arthrosurface has very limited information regarding the patient's clinical history and his experience with implanted components. It is undetermined if arthrosurface implants caused or contributed to any pain. The patient has scheduled an appointment with the operating physician to inform of his on-going issues. A supplemental MDR will be filed to report additional information from the patient following consultation with his physician.

Event description:
The patient called into arthrosurface customer service department to report pain in his shoulder. The patient has been implanted with arthrosurface glenoid components in (B)(6) 2016. The patient currently feels that catching on overhead motion was possibly related to implant.

Manufacturer narrative:
The patient reached out to arthrosurface to update on his recent discussion with his treating phyisican who prescribed an additional MRI for the shoulder. The patient was uncertain whether he would proceed for an MRI. The patient continues to experience the pain but did not clarify if he was going to obtain additional treatment. Arthrosurface advised that only treating physician can provide guidance on how to proceed and that he may want to consider obtaining a second opinion. The device history records (DHR) of the glenoid component lot under question were reviewed. All discrepant parts were properly identified and segregated during the manufacturing and quality inspection process. No other issues noted. Arthrosurface has not received any other complaints for the units in this lot. A total of 68 surgeries have been recorded in the us to date with no reports of pain or other device related adverse events. The pain reported by the patient could not be ascertained with the information available with arthrosurface. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.